Event description:
Additional information received reported that the log showed ¿stopped pump period may exceed tube set¿ message on (B)(6) 2012. The pump was not alarming at the time when the doctor saw the patient. It was suspected that the pump ¿might have just stopped and they did not hear any alarm.¿ no magnetic resonance imaging exposure was noted. The patient was on ¿enormous doses.¿ the patient had neurofibromatosis and she was on 15000 micrograms of fentanyl a day. She was also getting 4 milligrams of hydromorphone.

Event description:
The patient experienced withdrawal/return of pain symptoms; she reports being "melancholy" and that her arms and legs began "flailing". The pump was interrogated. A confirmed motor stall was noted in event logs on (B)(6) 2012 with no motor stall recovery recorded. The motor stall was not related to MRI. The physician updated the pump with a single bolus; however, the motor stall message continued to appear. The patient was started on oral opioids and transdermal fentanyl. During pump replacement, they were unable to aspirate the catheter. The pump and catheter were replaced. There was reported to be no patient injury. The patient recovered without sequela. The pump was used to deliver fentanyl and hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly-corrosion. Analysis of the catheter revealed catheter body / dark residue / occlusion in dispensing holes- event related.

Manufacturer narrative:
Catheter model # 8709, lot # l58362 implanted: (B)(6) 1999 explanted on: (B)(6) 2012. The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.